Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black customer returned pump for an alleged battery tube crack and blank display found on (B)(6) 2022. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to flashing medtronic logo. The thump software was unsuccessful due to a flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case-corner of belt clip rails, pillowing keypad overlay. In summary, customer alleged cosmetic damage located at the battery tube was confirmed by visual inspection where the cracked battery tube was noted. Blank display was not confirmed however, flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1, pcba 2, harness assembly vibrator and corroded battery tube. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had no power and crack on the battery compartment. Customer reported crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.